Manufacturer narrative:
(B)(4). Date sent: 11/12/2021 . H2: additional information received: affiliate/rep could not provide additional information to confirm if endoloop or haemolok used to complete case but reported no issues with bleeding and clips were being used to clip off cystic artery and cystic duct prior to removal of the gallbladder.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, the er420 12mm ligaclips, were not clipping or they were falling off. It is unknown how procedure was completed. Patient consequence was not reported.